Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd preset¿ arterial blood collection syringe had blood splatter/leakage or other sample leakage and failure of product to contain blood. The following information was provided by the initial reporter: "during use, it was noticed an abg vacutainer had blood leakage in the tip of the barrel, when checked the luer adapter was cracked.